Manufacturer narrative:
A complete catalog # is unknown as the serial number was not provided. Serial number was not provided. Expiration date and unique identifier (UDI#) unknown as the serial number was not provided. If explanted, give date: there is no indication that the lens was explanted. Device manufacture date(s): unknown, because the serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a foreign body came out of the delivery system, and it was injected into the patient's eye, together with the intraocular lens (iol). No patient injury reported. The surgeon removed the particle with the forceps from behind the lens. Reportedly the small white material felt firm under the forceps (not sponge or cloth). No further information was provided.

Manufacturer narrative:
Date of this report: on the initial MDR, the date was inadvertently not populated. The date of 09/07/2016 should have been entered. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.